Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3898, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received stated ¿absence of explanation. Supplementary electrodes added.¿

Event description:
It was reported that implantation of subcutaneous electrodes for refractory invalidant lumbar pain not solved by the medular electrode. There was invalidant pain. Actions required as a result of the event included hospitalization, explant, and replacement. The patient¿s status at the time of this report was alive with no injury.